Event description:
Intermittent atrial undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).